Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: bottles were open in box. On (B)(6) 2023: customer state that initially confirmed that call was about insurance coverage. Customer said that the bottles were not sealed in packaging when she went to use them. However, was able to drain successfully with another bottle and ep did replace bottles, didn't remember the exact number that were not packaged correctly. How many bottles were non-usable: happened twice for two different shipments. No damage to shipping box. No damage to inside box. Discarded bottles. Did not record the lot number.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a020503. Patient problem code: (B)(6).

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text: see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: bottles were open in box. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above. On 11jan2023: customer state that initially confirmed that call was about insurance coverage. Customer said that the bottles were not sealed in packaging when she went to use them. However, was able to drain successfully with another bottle and ep did replace bottles, didn't remember the exact number that were not packaged correctly. How many bottles were non-usable: happend twice for two different shipments. No damage to shipping box. No damage to inside box discarded bottles. Did not record the lot number.